Event description:
Tkmd safety needle use for covid-19 under emergency use authorization (eua): faulty needles in the covid ancillary kits. Brand tkmd safety needle. They do not close upon activating the safety. Sometimes needle cover will disengage upon opening the package. Unsafe for health care workers vaccinating pts. Some needles will bend once you draw the vaccine.